Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient faced bent cannula issue that caused occlusion due to which he was not receiving insulin. The patient experienced high blood glucose level reported to be approximately 600 mg/dl at the time of this event. He inserted another infusion set and changed his tubing out twice. Subsequently, he went to the hospital, where his blood glucose level was checked, and he was given fluids, which resolved the issue. The infusion set had been in use for less than a day. The patient did not notice any damage when the package was first opened. The patient stayed in the hospital for four days. The patient was able to insert a new infusion set and resumed insulin pump therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.